Event description:
It was reported by service report that the fowler will not lower all the way and the wheels are excessively worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; wheel assembly.